Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the investigation is complete.

Event description:
It was reported that the saw was leaking a blood like substance. There was no pt involvement or adverse consequences.